Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported patient had implant placed and restored in 2016. In (B)(6) 2023 patient had crown come out and screw was found to be fractured. Multiple attempts made to retrieve screw without success and implant removed, tooth 13.

Event description:
The customer reported via email, there was no photo of the implant on the email. After reviewing my notes, there was no indication of a broken collar, only a screw that fractured inside the implant. Both the restorative dentist and I tried a few methods to remove it, but were unable to do so the implant was trephined out since the broken screw precluded using reverse torqueing devices to remove it.

Manufacturer narrative:
It was reported that the patient had the crown come out, the screw was found to be fractured at site 13. The implant was removed. Additional information was obtained on 24-jun-2024, the customer didn¿t have any notes regarding the fractured collar which was discovered during product inspection. Both the restorative dentist and I tried a few methods to remove it, but were unable to do so the implant was trephined out since the broken screw precluded using reverse torquing devices to remove it. Zimvie received one (1) unknown zimmer screw for evaluation (images are attached). Visual evaluation was performed, there was an unknown fractured screw stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002p3, the most likely root cause determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. There was a fractured screw stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.